Manufacturer narrative:
Add'l info about this event has been requested.

Event description:
At an unk date, a pt was implanted with the gore tag thoracic endoprosthesis. At another date, also unk, the images showed the device has partially infolded. No endoleak was noticed and the pt is doing fine.